Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the basal suspension feature intermittently did not suspend insulin despite the customer's blood glucose (bg) level of 49 mg/dl. Tandem technical support reviewed the pump data and verified that the basal suspension feature insulin as expected; however, the customer did not acknowledge this information and terminated the call. Additionally, it was reported that the customer experienced an elevated bg level of 290 mg/dl. Reportedly, the customer uses cold insulin within the cartridge. Customer alleged the pump was not properly delivering basal deliveries resulting in elevated bg. A correction bolus was delivered to address bg. A system check was performed and the pump performed as intended. Customer did not acknowledge this information. Reportedly, the customer reverted to manual injections for insulin therapy.